Event description:
It was also reported that the patient had no stimulation sensation. The patient noted that they did not have stimulation last night or within the last week, the information was unclear as to time frame. It was noted that the patient could not make it to the bathroom and was going every 20 minutes. It was also noted the patient "did not know where all the urine was coming from" and that "the patient cannot hold her bladder when it's full." The patient was reportedly getting relief 94% of the time. It was further noted that the patient only had one program available where as she used to have 4. It was also noted that the patient received a new programmer the previous june. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4): product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 889-28 lot# v995598, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced a lot of urinary infections. Currently she was at the tail end of another one. The patient was on antibiotics for it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).